Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was scheduled for a pocket revision as the pocket site was uncomfortable. The physician repositioned the pocket from the lower back to the top of the buttocks. The pt was reportedly doing well after the revision procedure.